Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. Based on the results of the investigation, the cause of the clogging foreign material could not be identified from the information obtained. Therefore, the root cause could not be determined. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿operation: suction: avoid aspirating solid matter or thick fluids; channel or valve clogging can occur. If the suction valve clogs and suction cannot be stopped, disconnect the suction tube from the suction connector on the endoscope connector. Turn the suction pump off, detach the suction valve and remove solid matter or thick fluids. If the suction valve clogs and the suction cannot be used when solid matter, such as the clip or thick fluid, are aspirated, withdraw the endoscope, and disconnect the suction tube from the suction connector on the endoscope connector. Attach a syringe containing sterile water to the suction connector. Straighten the insertion tube as much as possible and forcefully flush the connector with the water while the suction valve of the endoscope is slightly depressed. Repeat the flush until the thick fluid or solid matter are discharged from the distal end of the suction channel. After discharging, confirm that there is no irregularity I in the suction function according to ¿inspection of the suction function,¿ before using the endoscope again. If the thick fluid or solid matter cannot be discharged, stop using the suction function and contact olympus.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The repair inspection confirmed the customer reported problem, foreign material was found inside the suction cylinder causing blockage/restricted suction flow. The inspection also noted the following: excessive scratches on the bending section cover, crack on the distal light guide lens, the scope has no image due to a defective electrical connector. Additional information requested from the customer regarding the details of the reported event is pending. The investigation is ongoing. However, if additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Event description:
Olympus was informed that the customer evis exera ii colonovideoscope was returned to the olympus repair center for a reported ¿blocked upper channel¿. The customer reported problem was found during procedure. No death, injury or impact to patient or other was reported to olympus. During the repair inspection, foreign material was identified inside the suction cylinder. This report is being submitted to capture the foreign material inside the scope.

Manufacturer narrative:
This supplemental report was submitted to provide additional details of the event.

Event description:
The gastrointestinal (gi) technician and head gi nurse reported that the reported blocked upper channel¿ in the evis exera ii colonovideoscope was found during a diagnostic colonoscopy. Another ¿cf¿ scope was used to finish the procedure. There was approximately a 15-minute delay. The patient was not under general anesthesia; however, anesthesia was required. The customer confirmed no adverse event occurred. The scope was inspected prior to use, no abnormalities were observed; the suction worked well prior to the start of the procedure.

Manufacturer narrative:
This supplemental report was submitted to provide a correction to the initial report type. Based on the information previous additional information provided. The report type is being corrected from product problem to adverse event.